Manufacturer narrative:
Date of initial report: 10/09/2007. The incident sample was not returned for evaluation; therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.

Event description:
The report stated that during the third ablation of a radio frequency ablation procedure, water leaked at the strain relief. The doctor continued ablating with it and completed the procedure with no reported injury to the patient.